Manufacturer narrative:
The product has not returned for analysis; however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that once the thermocool smarttouch sf catheter product package was initially opened, it was noticed that the thermocool smarttouch sf catheter was "contaminated" with some sort of "red dye" material, on the useable length of the shaft. The red dried liquid was seen on the catheter right after taking it out of packaging. There was no movement of the material, it was embedded on device. The thermocool smarttouch sf catheter was replaced and the procedure continued with no further issues.